Event description:
Zoll laboratory services contacted zoll to report that a patient developed bleeding, burning blisters under the hydrogel circles. The patient reported broken skin. The patient reported reaching out to physician, but there is no indication of medical intervention. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.